Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a fall due to light headedness. During interrogation the right atrial lead exhibited high impedance. No intervention had been reported. No additional information was available.